Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during post implant check-up, the right atrial lead exhibited loss of capture. Fluoroscopy confirmed that the lead had dislodged. The lead was explanted and replaced.